Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
During routine preventative maintenance testing by stryker, the device was not turning on/off with button press. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.